Event description:
Voluntary medwatch received states that the patient's low voltage lead was capped and replaced due to unspecified anomaly. There were no patient consequences.

Event description:
Voluntary medwatch received states that the patient's right ventricular lead was capped and replaced due to unspecified anomaly. There were no patient consequences.

Manufacturer narrative:
Correction: section b5 - the correct b5 should have been "voluntary medwatch received states that the patient's right ventricular lead was capped and replaced due to unspecified anomaly. There were no patient consequences".